Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak inside their coulter lh 500 hematology analyzer. Per customer, the instrument was giving no rbc or wbc results when the leak was noticed. The volume of the leak was not specified and the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site and did not observe an active leak but was told by the customer that a line had popped off the sweep flow chamber. The customer had replaced the tubing and fixed the leak. Fse found that the bath door was open and was causing the instrument to give no wbc or rbc counts. This issue was unrelated to the leak. Fse closed the bath door and the instrument gave the rbc and wbc results. Fse also found that the low vacuum was drifting. This issue was also unrelated to the leak. Fse adjusted the vacuum and verified that the instrument was running without any leaks or errors. The cause of the leak was that tubing popped off the sweep flow chamber. (B)(4).